Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (date and tesla strength unknown). Surgery to replace the magnet has been completed on (B)(6) 2020. The implanted device remains.